Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. The returned device was soaked in a warm water bath for 5 days. The tip, balloon, markerbands, proximal weld, inner/outer shaft and hypotube were microscopically inspected. Inspection revealed numerous kinks in the hypotube and a pinhole in the balloon material that was located at the distal end of the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-jan-2017 it was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2mm x 12mm threader¿ balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.